Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter does not turn on with the button or test strip. As a result of this issue, the customer reported that on (B)(6) 2015 at 1pm he "felt his mouth run dry and he was shaking." Customer called paramedics, who arrived at 1:15pm and tested the customer with their hcp meter with a reading of of 43 mg/dl. Paramedics treated the customer with "peanut butter and jelly and apple juice", and tested him again in about 5 minutes, with a reading of around 100 mg/dl (customer could not remember exact reading.) Paramedics offered to transport customer to a hospital, but he declined due to family obligations. No other treatment was rendered. There is no report of death or permanent injury associated with this event.